Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. Upon visual inspection, the tip shows signs of activation and there is a break in the middle of the active loop.

Event description:
It was reported that a patient underwent a fibroid resection procedure on (B)(6) 2012 and a loop electrode was used. During the procedure, the loop electrode split in two. Another like device was used with no adverse patient consequences.